Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore we are unable to determine the associated labeling and dfmea to review. If additional info is received a f/u report will be submitted. "Lawyer-filed report - (B)(4)."